Event description:
Information was received indicating that a high-pressure alarm was noted with a smiths medical cadd extension set, and three vials of medication was lost . No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information: d10, h6, h10: device evaluation: one smiths medical cadd extension set was returned for analysis. Visual inspection was performed, and no discrepancies or damages were observed. The sample was set for accuracy testing using a cadd legacy plus and a balance mettler toledo. It was noted that the sample passed accuracy test, thus the failure mode reported was not confirmed. Based on the evidence, the complaint was not confirmed, and no fault was found.